Event description:
The patient reportedly had taken patient's meds 4 or 5 hours prior to the event which occurred at 9:30pm. Patient also stated that patient had not eaten lunch or dinner. Patient used the suspect device to check blood glucose and obtained a result of 149mg/dl. Patient felt dizzy and called the paramedics. Emt's arrived and checked patient's blood glucose at 43mg/dl on their equipment. Patient was given a glucose IV and transported to the hospital. Patient's blood glucose at the hospital was 55mg/dl. The hospital gave patient food. Glucose control solution were not used on the system. The suspect device was replaced with new product and authorized for returned with new product and authorized for return to the manufacturer for evaluation.